Manufacturer narrative:
Concomitant medical product(s): product ID: 3889-28, lot# va0ewzk, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had initial very good control of overactive bladder symptoms from the ins about 10 months ago. In spite repeated reprogramming, however, the ins was dysfunctional, indication says the device lost functionality, and the patient was experiencing progressive right sciatica, which the patient felt might be related. The system was removed. The patient was in good condition having tolerated the procedure well. No further patient complications are anticipated or expected as a result of this event.